Event description:
It was reported that the patient was feeling light headedness when using the stimulator. It was also noted that the physician is unclear if it was device related. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1200, (sn: (B)(6)). The returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics. Sc-8216-70, (sn: (B)(6)). The returned lead was analyzed and the visual and x-ray revealed the paddle was cleanly cut at about 12.5 centimeters from the tip of the paddle. The electrode cable to paddle number 6 was fractured inside the paddle. With all the available information, boston scientific concludes that the complaint was not be verified as the paddle lead body was cut and its paddle is damage after the explant procedure. However, there was no report about the impedance anomaly before the explant procedure. The damage to the paddle is a result of a typical explant procedure due to the pulling force, and it is not considered a failure. Therefore, the cause could not be established.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was feeling light headedness when using the stimulator. It was also noted that the physician is unclear if it was device related. The patient underwent an explant procedure.